Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years due to prosthetic aortic valve stenosis. Per the op report, the patient had developed significant shortness of breath and chest pain and was noted to have an ejection fraction of around 20% and severe aortic stenosis. Cardiac catheterization demonstrated normal coronary arteries. During explantation of the valve, it was noted to be heavily calcified. It was only a 21 mm valve and after aggressive debridement of the annulus, a 27 mm edwards valve was able to be placed. The patient came off cardiopulmonary bypass without any problems with improved cardiac function. No operative complications reported.

Manufacturer narrative:
The report of stenosis was confirmed. Heavy calcification was observed in the cusp areas of leaflets 1 and 2, moderate to heavy calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 2 exhibited heavy calcification, free margin of leaflet 3 exhibited moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. A tear was also observed on leaflet 1 at commissure 2, tear measured approximately 6 mm in length. Calcification was observed at the region of the tear. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5 mm. Host tissue was heavy at the stent inflow and minimal to moderate at the stent outflow. The x-ray demonstrated calcification. X-ray. The explanted device was returned to edwards for evaluation. The reported of stenosis caused by calcification was confirmed. In addition, the surgeon has reported that this was an undersized valve due to patient prosthesis mismatch. It appears that this also contributed to this event. No further actions are possible with the available information.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the heavy calcification noted on the valve. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.